Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the second of five reports. Refer to 8030647-2018-00065 for the first patient or report , refer to 8030647-2018-00067 for the third patient or report , refer to 8030647-2018-00068 for the fourth patient or report, refer to 8030647-2018-00069 for the fifth patient or report. It was reported that the flex connector came away from the suction catheter during suctioning. The flex connector and suction catheter were replaced immediately. There was no patient injury.